Manufacturer narrative:
Device has been received. Testing and investigation are not yet complete. Concomitant medical products: vidaza (manufacturer unknown), low sorbing tubing alaris pump infusion set (ref#: 10013072, alaris), 20 gauge x 0.75 inch miniloc safety infusion set (ref#: 0632034, bard), neutron cap (ref#: 12595-01, ICU medical), spiros (ref#: ch2000s-c, ICU medical), unspecified alaris pump

Event description:
The event involved an administration set w/20 drop in-line chamber, chemolock w/red cap, spiros that resulted in a chemo spill of 15 ml of vidaza. The leak was noticed at the spiros connection. The patient had a 250 ml bag of normal saline attached to a low sorbing tubing alaris pump infusion set, which was attached to the miniloc safety infusion set by a neutron cap and a spiros cap. The device was attached to the port above the alaris pump. There was patient involvement and a delay of therapy, but no reported adverse event. No additional information was provided.

Manufacturer narrative:
One (1) used full w/ vidaza 241 mg in 50ml 0.9% nacl injection usp, one (1) used, list # cl3361, 42" (107 cm) appx 5.2 ml, admin set w/20 drop in-line chamber, chemolock w/red cap, spiros, bag hanger, drop-in red cap, lot # 3858032, one (1) used, smartsite infusion set by carefusion {spiked into one (1) used, full 0.9% nacl injection usp bag}, one (1) used, spinning spiros list # & lot # unknown was received for investigation. The two spiros assemblies, one connected to an intermediate y-port on a carefusion set and the other attached to the distal end of the set, were pressure leak tested as part of that assembly and separate from the assembly. There was no leakage observed at any location along the fluid path or with either of the two spiros. The complaint of leakage was unable to be confirmed. The DHR for lot 3858032 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.